Manufacturer narrative:
The following elements have blank data.

Event description:
The nurse hung the medication (famotidine) and med was infusing. Upon reassessment an hour later, the medication had stopped infusing. The tubing had to be manipulated before medication would infuse.

Event description:
The nurse hung the medication (famotidine) and med was infusing. Upon reassessment an hour later, the medication had stopped infusing. The tubing had to be manipulated before medication would infuse.